Manufacturer narrative:
According to our sources, this device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced a syncopal episode. This caller was requesting device interrogation.